Event description:
Info rec'd indicates the left siderail latch shoulder bolt was missing and the left siderail could not be latched.

Manufacturer narrative:
The tech installed a new siderail latch shoulder bolt to repair the stretcher.